Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead , product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and fecal incontinence. It was reported that  slink was unable to speak with patient. Patient's daughter stated patient had their leads removed. No further complications were reported at this time.